Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the alinity I anti-hcv assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 76250be00. In-house testing of a retained kit of lot 76250be00 was completed. All specifications were met indicating the lot is performing acceptably. Testing included one commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix, since the alinity I anti-hcv and architect anti-hcv assays are equivalent. The complaint lot detected the same bleeds as reactive with comparable s/co values for the seroconversion panels compared to the historical architect results. Based on this data it was shown that the performance is not affected. Device history record review did not identify any non-conformances, potential non-conformances or deviations with the complaint lot and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity I anti-hcv reagent lot number 76250be00 was identified.

Event description:
The customer observed a false non-reactive alinity I anti-hcv result generated for a patient sample. The following data was provided (<1.00 s/co is non-reactive): sample ID (B)(6): (B)(6) 2025 alinity result = 0.07 s/co; (B)(6) 2025 siemens atellica platform results = 1.05 s/co, 1.10 s/co, pcr- not completed. No impact to patient management was reported.

Event description:
The customer observed a false non-reactive alinity I anti-hcv result generated for a patient sample. The following data was provided (<1.00 s/co is non-reactive): sample ID (B)(6): (B)(6) 2025 alinity result = 0.07 s/co; (B)(6) 2025 siemens atellica platform results = 1.05 s/co, 1.10 s/co, pcr- not completed. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p06, that has a similar product distributed in the us, list number 8p05 with 510k/PMA/bla number p050042.